Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
There was an initial implantation surgery at the end of (B)(6) in which the surgeon implanted the pmd to advance the mandible forward. Two devices were used...one on each side of the mandible. The implantation procedure was completed successfully and they appeared to achieve the desired advancement. The patient was sent home. The patient went back to the hospital in the morning of 4/8, and x-rays indicate that there may be some regression in advancement. The decision was made to open up the implantation site for further investigation in the evening of 4/8, so the patient was taken back to the or. Based on the surgeon's findings, the decision was made to continue advancing the mandible using the pmd to hopefully correct the regression. Aside from the revision surgery, we know of no other adverse consequences, and a follow-up meeting with the surgeon is planned. Further details may be provided at that time. Even though the screws did not affect the functionality of the reported distractor above, they were returned with the complained distractors. As per the information received, these screws are concomitants. They did not cause or contribute to this event; however, upon investigation it was noted that there was debris on the screw; particles seem to have sheared off, especially at the thread of the screws.

Manufacturer narrative:
The returned screws showed abrasion / damages as a result of collisions with hard metal objects (no bone) and from grabbing and/or holding the screws. As stated in the related instruction for use the implants shall be handled with care, because scratching or damage to the component can significantly reduce the strength and fatigue resistance of the product. During visual inspection of the screws together with the stryker health care professional and material expert it was stated by the health care professional that it is common to use pliers / forceps for grabbing and/or holding very tiny littly screws during screw insertion. Therefore the root cause of the determined abrasion / damages could be attributed to a user related issue (unintended use of medical instruments as a tool). Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
There was an initial implantation surgery at the end of march in which the surgeon implanted the pmd to advance the mandible forward. Two devices were used...one on each side of the mandible. The implantation procedure was completed successfully and they appeared to acheive the desired advancement. The patient was sent home. The patient went back to the hospital in the morning of (B)(6), and x-rays indicate that there may be some regression in advancement. The decision was made to open up the implantation site for further investigation in the evening of 4/8, so the patient was taken back to the or. Based on the surgeon's findings, the decision was made to continue advancing the mandible using the pmd to hopefully correct the regression. Aside from the revision surgery, we know of no other adverse consequences, and a follow-up meeting with the surgeon is planned. Further details may be provided at that time. Even though the screws did not affect the functionality of the reported distractor above, they were returned with the complained distractors. As per the information received, these screws are concomitants. They did not cause or contribute to this event; however, upon investigation it was noted that there was debris on the screw; particles seem to have sheared off, especially at the thread of the screws.